Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the devices were successfully implanted. It was noted after the devices were implanted that there was a tear in the fabric of the 13 x 13 x 82 limb extension. In order to confirm the type 3 endoleak, the physician blocked the pigtail catheter in the limb to do a run and isolate the limb. The endoleak was 1 cm away and distal to the junction. The physician then re-ballooned the junction; however, the endoleak was still there. It looked like a stream of contrast coming straight out. It did not look like a type IV endoleak. A balloon was inflated distal to the limb and distal to the location of the endoleak and another run was done, but the endoleak was still there. The decision was made to put another 13 x 13 endurant limb and this resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine. A review of returned films during implant show a likely type 3 fabric endoleak on the contralateral (left) extension, just distal to the contralateral/extension junction. The limbs are crossed. After relining the endoleak appears to be resolved. The cause of the endoleak could not be determined.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), (cause of the event is unknown). Evaluation conclusions: (cause of event is unknown).